Manufacturer narrative:
Failure analysis noted that the insulin pump passed the prime/compromised force sensor system alarm test, the displacement test and basic occlusion test. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. They were unable to confirm the excessive no delivery alarms due to the motor error alarms. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and multiple no deliveries. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that she was able to rewind the pump; however, the customer stated that she received another motor error alarm while troubleshooting. Troubleshooting for the no delivery alarm was not done. The customer was advised that the pump would be replaced. The pump was returned for analysis.